Manufacturer narrative:
Patient weight is unknown. This report is for four unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Devices have not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it is still implanted. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an x-ray revealed broken screws; this was confirmed when the provided x-ray was reviewed by the manufacturer. The screw was originally implanted on (B)(6) 2015 and there were no issues reported during that surgery. It was reported there were four (4) broken screws and that the plate is still intact. The surgeon wanted to perform a revision procedure on (B)(6) 2016 but the patient refused. The broken screws are still implanted. This report is for four unknown screws. This is report 1 of 1 for (B)(4).